Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal is outside of deployment tube and the tension spring still inside the deployment tube. Other observation is that one of the crimp springs is jammed into the seal with the plunger fully depressed. The failure that the seal did not deploy is confirmed, based on how the seal was received. A lot history records review was completed for the product, there was no nonconformance associated with the lot number.